Event description:
Reporting status: serious injury - medical intervention - permanent damage. Reporting rationale: balloon material remains in patient. Device issue: difficult to deflate; difficult to remove; balloon material separation. It was reported that the case involved treatment of a restenosed herculink stent in the right renal artery. Pre-dilatation was performed with a balloon catheter and a stent was implanted. Post-dilatation was performed with the voyager nc 5.0 x 12 mm. Upon removal, the device could not be pulled into the guiding catheter. It was inflated and deflated completely; however, it would not pull into the guiding catheter. The device was then inflated to approximately 1-2 atm (possibly to 5-6 atm) and when negative was pulled, the balloon remained inflated in the aorta. At this time, the guiding catheter, guide wire and the inflated balloon wire in the aorta; however, the patient did not experience any effects. Using a syringe, an attempt was made to deflate the balloon, but was not successful. An attempt was made to burst the balloon by going above the rated burst pressure; however, the balloon did not burst and contrast was seen leaking from the shaft of the device. However, there still were no patient effects. The device was then pulled to the sheath in an attempt to remove the whole system, and when force was applied to remove it, the balloon material stripped off of the device going to the common femoral artery, blocking blood flow to the leg. The right arm was catheterized and three retrieval attempts were made, using three different snare devices; however, this was not successful. An attempt was then made using a pilot guide wire, with o success. A balloon catheter was inflated at the area and an attempt was made to pull the balloon material out; still with no success. An abbott self-expanding stent 8.0 x 40 (type unk) was then deployed, trapping the material in the common femoral artery. Post-dilatation was performed and blood flow to the leg was restored. Reportedly, the patient was doing well.

Manufacturer narrative:
The herculink stent mentioned in b5 was reported under manufacturer # 3004742046-2009-00175. Evaluation summary: quality assurance analysis revealed that the voyager nc balloon catheter was returned with blood in the guide wire lumen. There was contrast in the inflation lumen. The balloon was separated and not returned. The inner member was extended out past the separation for a length of 2.3 cm. There was .5 mm of the distal balloon marker and 1 mm of the proximal balloon marker band on the inner member. The separations were jagged and stretched. There were numerous kinks in the proximal hypotube shaft distal to the strain relief tubing. There was an unknown guide wire frozen in the balloon catheter. There was no damage noted to the guide wire. There was an rhv attached to the hypotube shaft 24 cm proximal to the guide wire exit notch. The cap was in a close position. There was blood in the rhv cap and housing. There was another company's guiding catheter and introducer used in the procedure that were also returned. The guiding catheter was flushed to confirm that the separated portion of the balloon catheter was not returned. The unknown guide wire was removed from the balloon catheter with little resistance. A new balloon catheter was advanced through the returned guiding catheter, and using a new indeflator was pressurized to rated burst pressure. Then negative pressure was pulled and the balloon deflated flat and, was then removed from the returned guiding catheter without any resistance. Further analysis was performed, in which the returned balloon catheter was flushed and it was noted that there was fluid leaking from the guide wire exit notch and 6 cm distal to the guide wire exit notch. There was a 1 mm stretched area and there was a tear in the outer member for a length of 1 mm. Product performance engineering reviewed the incident information and analysis of the returned voyager nc. It was reported the voyager nc balloon catheter was used to treat restenosis of a stent in the right renal artery. It should be noted in the voyager nc instructions for use (IFU) it states: the voyager nc coronary dilatation catheter is indicated for balloon dilatation of the stenotic portion of a coronary artery or bypass graft stenosis for the purpose of improving myocardial perfusion. The indeflator used during the procedure was not returned, which may have aided in evaluation and determination of cause for the reported difficulty to deflate. As the balloon was separated during the procedure, analysis could not confirm the difficulty to deflate and a conclusive cause for ther reported issue could not be determined. In this case, it was noted the balloon catheter was able to be initially inflated and deflated completely; therefore, it is possible that the multiple inflations and deflations of the catheter may have resulted in the build up of contrast in the inflation lumen or balloon of the catheter, therefore, contributing to the reported difficulties deflating the product; however, this cannot be confirmed. The guiding catheter used in the procedure was returned and the inside was flushed to confirm the separated portion of the catheter was not returned. The returned catheter was unable to be advanced through the returned guiding catheter due to the condition of the catheter. A new balloon catheter was advanced through the guiding catheter and using a new indeflator, the catheter was pressurized to rated burst pressure (rbp). Negative pressure was applied to the catheter as the balloon deflated flat; the catheter was then removed from the guiding catheter with no resistance noted. In this case, the failure to deflate the balloon likely contributed to the reported difficulty removing the sds, as the balloon was not fully deflated. The shaft separation is also likely related to the difficulty removing the catheter, as it was reported force was applied in the attempt to retract the catheter into the guiding catheter, resulting in the balloon separating from the catheter. It should be noted in the voyager nc instructions for use it states: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and/or damage/separation of the catheter. Further analysis of the returned catheter noted fluid leaking from the guide wire exit notch and 6 cm distal to the guide wire exit notch. There was a 1 mm stretched area and there was a tear in the outer member for a length of 1 mm, confirming the reported leak in the shaft. There were no obstructions in the shaft noted. It is likely that the shaft was damaged during the difficulties encountered during the procedure, as it was reported the catheter was used to treat restenosis inside of a previously implanted sent. It was also reported the catheter was over inflated in an attempt to rupture the balloon as it would not deflate, which may also have contributed to the tear in the shaft. The stretching noted could be contributed to the force applied during the attempts to retract the catheter into the guiding catheter. A review of the product manufacturing records did not reveal any non-conformances associated with this lot that could have contributed to this complaint and all lot release testing met specification. In this case, the reported difficulty removing the catheter, leak, and shaft separation appear to be related to the operational context of the procedure; however, a conclusive cause for the reported difficulty deflating the balloon could not be determined. This MDR is considered closed by the product performance group.